Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of hi (>600 mg/dl) and 88 mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for the return of the suspect product and replacement was sent.